Event description:
This valve was explanted due to pannus overgrowth. The procedure was still in progress at the time this event was reported; therefore, the patient's current health status is unknown. Additional information has been requested.